Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a steady decrease in impedance from an average of approximately 600 ohms in (B)(4) 2010 down to an average of approximately 330 ohms in (B)(4) 2011.

Event description:
It was reported that the atrial lead showed decreasing impedance and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.